Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration data showed frequent "std.e" and "dup." Errors, and the qc data showed imprecision and highflyers. The field service representative found that the top of the cuvettes were wet. He cleaned and dried them and performed a precision check. He repeated the alleged samples. The results were: patient a: 5.73%, 5.7%, 5.82%, 5.76%, and 5.76%. Patient b: 6.76%, 6.1%, 6.04%, 9.32%, and 6.08%. Patient c: 5.43%, 5.4%, 5.43%, 5.43%, and 5.42%. The field service representative then readjusted the main pump pressure and performed maintenance and performed successful checks and tests. He repeated the alleged samples again. The results were: patient a: 5.8%, 5.8%, 5.77%, 5.74%, 5.79%. Patient b: 6.11%, 6.13%, 6.15%, 6.17%, 6.12%. Patient c: 5.41%, 5.45%, 5.44%, 5.44%, 5.48%. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for 3 patient samples on a cobas c 303 analytical unit. Patient a: the initial result was 6.68%, and the repeated result was 5.76%. Patient b: the initial result was 8.82%, and the repeated result was 6.10%. Patient c: the initial result was 8.09%, and the repeated result was 5.43%.